Manufacturer narrative:
The na electrode lot number was fcb with an expiration date of 13-sep-2026. The k electrode lot number was fde with an expiration date of 13-sep-2026. The cl electrode lot number was ffp with an expiration date of 29-jul-2026.

Event description:
The initial reporter questioned high results for "a few" patient samples tested for sodium electrode (na), potassium electrode (k), and ise indirect na-k-cl for gen.2 (cl) on a cobas c 303 analytical unit. Discrepant results were provided for 2 patient samples. The initial results were "abnormally high" and did not correspond to the patient¿s clinical picture. The samples were repeated on a different c303 analyzer. Patient 1 initial na result was 154.9 mmol/l. The repeat result was 139.6 mmol/l. The initial cl result was 117.7 mmol/l. The repeat result was 102.7 mmol/l. Patient 2 initial na result was 165.3 mmol/l. The repeat result was 140.8 mmol/l. The initial k result was 4.02 mmol/l. The repeat result was 3.49 mmol/l. The initial cl result was 121.6 mmol/l. The repeat result was 101.1 mmol/l.

Manufacturer narrative:
Calibration was last performed successfully on 01-feb-2026. Qc had failed on the day of the event. No issues were identified during a review of the alarm trace data. The field service engineer (fse) was unable to determine a specific cause for the event. Reagent flow path cleaning had not been performed since (B)(6) 2025. There was poor fluidic flow in the ise block and possible contamination of the internal standard (is) diluent. Solenoid valves, the nozzle, sipper tubing, syringe seals, and the pinch valve were replaced. The dilution vessel was cleaned, and the reagent flow path was decontaminated. Reagent primes and ise checks were completed. The syringe mechanisms were inspected. The system was unable to calibrate as the is concentration was abnormal. The tape assembly was installed along with the dilution vessel. The sample probe was styletted and the adjustment verified. Ise checks, calibration, precision, and qc were all within specification. The cleaning and maintenance actions by the fse resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.